Event description:
It was reported that an unspecified spectrum pump alarmed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.